Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that before the surgeon inserted the lens, he noticed that the tip of the injector was forked on pcb00 preloaded device. This injector was not in contact with the patient. The decision was made to open a new lens and to not use this injector. No additional information was provided to johnson and johnson surgical vision, inc.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 5/18/2018. Device returned to manufacturer? Yes. Device evaluation: the product return to the manufacturer. The plunger component was observed in advanced position. The plunger was gently pulled back and found locked. Cartridge was observed correctly engaged into lower body of the pcb00 device. No assembly defects are observed on the device. Visual inspection with magnification was performed. The lens was observed stuck at the cartridge tube. No damage is observed on the cartridge tip. Trace of viscoelastic in the device; directions for use include to completely fill the viewing window with ophthalmic viscosurgical device (ovd). The reported issue was not verified. Based on the visual evaluation, it could determined the cause of reported issue if is related to manufacturing process. No product quality deficiency was identified. Manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. A search revealed no additional investigations requested for this production order. Labeling review: the dfu was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.